Event description:
Baxter reports the clamp within the minicap transfer set does not lock properly, resulting in leakage. Pt went to the hospital for a set change and received prophylactic antibiotics. Affiliate reports no pt injury as a result of the event.